Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported via (B)(6) that the subject experienced a syncopal episode and a positive treadmill test and underwent coronary angiography in early 2014 with the placement of four (4) stents. It was noted that the guide wire separated and detached and could not be removed at that time. The subject was re-admitted at a different unspecified time for attempted retrieval of the guide wire fragment; this was unsuccessful as the guide wire fragment had migrated more distally. Further attempts to retrieve the guide wire fragment were discontinued/abandoned and the subject will be placed on antiplatelet medication maintenance permanently. There was no reported adverse patient sequela. No additional information was provided.